Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment issue and resistance with the thumbwheel were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints. The investigation was unable to determine a cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Device analysis noted the returned stent was partially deployed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous de novo superficial femoral artery. A 10x60mm absolute pro self-expanding stent system but was advanced to the target lesion. The handle was unlocked but the thumbwheel could not be rotated, and the device failed to deploy the stent. The device was replaced with a new absolute pro to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the returned stent was exposed, not flowered.